Manufacturer narrative:
The biomedical engineer reported that the central nurses station (cns) turned off and restarted on its own. The device came back into patient monitoring on its own. The device seems to be working fine. Patient monitoring was interrupted for about 6 minutes when the incident occured. No patient harm reported. Biomed was advised to restart the device every 90 days. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurses station (cns) turned off and restarted on its own.